Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction b5: upon reviewing the initial complaint file, it was noted that not all relevant information was included. The attending physician did not reinsert the dilator due to the state of the vessel, noting that it was "not good". Investigation ¿ evaluation. A review of the dimensional verification, complaint history, device history record, drawing instructions for use (IFU), manufactures instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the dilator was not returned with the device. Slight biomatter was present on the hub. The hub of the sheath was separated from the sheath tubing. The flare was intact and rounded. No damage was noted to the sheath tubing. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number, but it was unrelated to the reported failure mode. Furthermore, a review of both the manufactures instructions and quality control procedures was performed and revealed no gaps. Moreover, an IFU is provided with the complaint device, which states ¿2. Insert the introducer dilator over the wire into the sheath. 3. Withdraw the sheath and dilator as a unit." Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be traced to the device, but instead may lie with the patient condition. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Please see h10 for additional information.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. Device not cleared for sale in the us. Product code of similar device: dyb. Device not cleared for sale in the us. 510(k)# of similar device: k142819. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a patient (demographics not specified) underwent a stent graft procedure to treat an injury of the inferior vena cava. Access was gained by retrograde approach from the right common femoral artery (cfa). Upon removal of the flexor shuttle tibial guiding sheath, the physician felt resistance. The device was forcefully removed and after removal, the sheath was found to have become detached from the connector cap just below the y-connector. According to the complainant there was calcification near the puncture site and the external iliac artery (eia). The physician felt removal of the complaint device was caught on calcification resulting in difficult removal. Another flexor shuttle tibial guiding sheath was used to successfully complete the procedure without adverse effect to the patient. The patient has recovered.